Event description:
The customer reported obtaining erroneously high na (sodium), k (potassium), and/or cl (chloride) results for 6 patient samples involving the unicel dxc 800 synchron system. The customer stated that the results were reported out of the laboratory but there was no change or affect to patient treatment in connection with this event. The customer repeated the samples on an alternate dxc analyzer when the issue was noticed and issued amended reports out of the laboratory. Qc (quality control) results prior to the event was within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the ise (ion selective electrode) fluid line 24 was not connected to the eic (electrolytes injection cup) block causing a contained fluid leak inside the ise cabinet and on smart modules 63 and 43. The fse re-attached the line and replaced both smart modules 63 and 43 to resolve the leak. It is unknown how the line became disconnected. Failure mode of the event is attributed to a disconnected line #24.